Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the dvd drive was replaced. The dvd 9735991 sata cable kit was returned to the manufacturer for evaluation. The reported complaint could not be replicated. The dvd drive was tested and successfully downloaded patient data and files onto the test station. Additionally, the drive was able to read and burn a dvd without any issues. No problems were detected with the drive. No failures found. Codes b01, c13, c19, d02, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a product ID unk_nav_comp (unknown serial/lot); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: dvd 9735991 sata cable kit s8 svc. H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the disc drive was not properly reading the cd's when inputted into the system. The system had to be rebooted several times to read all the cd's. There was no patient involvement.